Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the AED not powering on was related to a lack of maintenance of the AED. Troubleshooting of the AED with the customer identified that once a new battery was installed the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED was alerting a battery low warning. When tested with a spare battery pack, the AED did not power on. They reported this did not occur during patient use.